Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis on (B)(6) 2011. The customer's blood glucose levels were over 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer declined further troubleshooting, and requested a replacement insulin pump. Nothing further was reported.